Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported there have been 3-4 documented infiltrations when the accucath 2.25¿ was placed upper arm and the patients arm was bent upward for a CT procedure. It was stated that due to the lack of labeling the user was unaware that the device was 2.25¿ in length. It was said the user was concerned that the device tip was possibly bent at the axilla area. Ms&s stated, "the accucath tip should not be located at the axilla since this is not a midline and is a peripheral catheter. The accucath should not be placed so high in the arm that the tip would be at the axilla." This report addresses the fourth occurrence.